Event description:
Case: blood loss. Case details: the patient was reported to have narrow arteries. As the device was being inserted the jacket tore. The graft was successfully implanted. During the procedure the patient lost approximately 1500cc of blood and was treated wtih a cell saver.